Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to improper handling of the device. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding a motor device in which a torn cable sheath was observed prior to surgery. According to the report, the outer layer of the hose had cosmetic damage near the hand piece and the connector console. The reporter stated that there were no wires exposed and the "cut was cosmetic". There was no delay in the surgical procedure as an identical spare device was available. No injuries or medical intervention were reported. No additional information is available.